Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the empty pump was sue to the patient waiting too long to come in for a refill. It was reported that the pump was refilled and the issue was resolved. No further complications have been reported .

Manufacturer narrative:
Correction was made to this field to include the report of a missed refill. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving bupivacaine (30 mg/ml at 2.404 mg/day) and dilaudid (5 mg/ml at .4007 mg/day) via an implantable infusion pump. It was reported that the pump was empty. No further complications have been reported as a result of this event.